Manufacturer narrative:
Product analysis: analysis of the programmer confirm the customer comment, the screen was black and was unable to boot up properly. Analysis also noted that the power module was damaged. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to power on. The programmer was returned for service and subsequently tested out-of-specification during manufacturers analysis. There was no patient involvement.